Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: scoliosis levels implanted: t2-l2 it was reported that during surgery, the tip of the driver broke off into the head of the set screw. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. The hardness of the material was checked and meets print spec. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with a torsional overload condition. Conclusion: the above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.